Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensica device required foam gasket applied to optical sensor as well as a full system re-image and update to the latest software and firmware versions per latest fa action updates as requested by ucc. Also, sensica was detecting tube when no tube was present.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sensica device required foam gasket applied to optical sensor as well as a full system re-image and update to the latest software and firmware versions per latest fa action updates as requested by ucc. Also, sensica was detecting tube when no tube was present.